Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: "triggers of the pen was not possible due to a blockage".

Manufacturer narrative:
H.6. Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: "triggers of the pen was not possible due to a blockage".